Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and was hospitalized for the event. The cause of the event was unknown. The patient was treated with an unspecified intravenous infusion therapy (dose, frequency and duration not reported). At the time of this report, the patient was still hospitalized and had not recovered. Dianeal therapy was ongoing. No additional information is available.